Manufacturer narrative:
It was unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection states how to detect the events. IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope was found to have an incorrect angle when bending. No patient or procedure was involved. During the evaluation of the device, it was noted that the air and water cylinder tube had foreign material. This report is to capture the reportable malfunction of the cylinder tube having foreign material noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction cylinder had no color; the electrical contact of the endoscope connector had a discolored area; due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to the wear of the angle wire, the bending angle in the right direction did not meet the standard value; the plastic distal end cover had a chip; the connecting tube had a peeling coating; the universal cord had a wrinkle; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.